Manufacturer narrative:
(B)(4).. The following information was requested, but unavailable: what is the current condition of the patient? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Was there any adverse consequence associated with the patient? A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2021 and suture was used on the peritoneum. When drawing the suture, the needle pulled off. The procedure was completed using a new like device which prolonged the surgery for an unknown amount of time. There were no adverse patient consequences reported. No further information was provided.